Manufacturer narrative:
Continuation of d10: product ID 97745, product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they were not able to charge the implant for the past 1.5 months / 3 weeks ago. Pt stated the controller is not taking a charge either. Pt stated the controller was replaced once before and everything was fine and they cleaned the terminals and it went back to doing the same thing it was doing before they replaced it. Pt stated the controller and rtm has been replaced. Pt reported they were be charging the ins, and controller showed ins is charging but the ins does not take a charge. Pt stated the controller is charging from the outlet but they cannot charge the ins. Pt said they will sit for an hour and the implant will not charge at 10% patient services (ps) confirmed pt did not have a fall or trauma recently. Agent asked pt to inspect the recharger for damage and pt said there is no visible damage to the recharging antenna. Agent asked pt to start a charging session. Pt started charging the implant and getting recharging excellent, controller orange and implant red. Agent recommended pt charge up the controller and call back for assistance when they go to charge the ins. Agent recommended taking note of codes or messages when they go to charge the ins and callback for assistance. Ps reviewed if the ins is not taking a charge and the controller is showing the ins is charging excellent, pt will need to consult with healthcare provider (hcp) for next steps. The issue was not resolved. The pt was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745; product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they were not able to charge the implant for the past 1.5 months / 3 weeks ago. Pt stated the controller is not taking a charge either. Pt stated the controller was replaced once before and everything was fine and they cleaned the terminals and it went back to doing the same thing it was doing before they replaced it. Pt stated the controller and rtm has been replaced. Pt reported they were be charging the ins, and controller showed ins is charging but the ins does not take a charge. Pt stated the controller is charging from the outlet but they cannot charge the ins. Pt said they will sit for an hour and the implant will not charge at 10% patient services (ps) confirmed pt did not have a fall or trauma recently. Agent asked pt to inspect the recharger for damage and pt said there is no visible damage to the recharging antenna. Agent asked pt to start a charging session. Pt started charging the implant and getting recharging excellent, controller orange and implant red. Agent recommended pt charge up the controller and call back for assistance when they go to charge the ins. Agent recommended taking note of codes or messages when they go to charge the ins and callback for assistance. Ps reviewed if the ins is not taking a charge and the controller is showing the ins is charging excellent, pt will need to consult with healthcare provider (hcp) for next steps. The issue was not resolved. The pt was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that the patient (pt) called back stating chronic recharging issues with their ins - system problem rm05, long duration of charging sessions, batteries low message, controller going gray and needing to be reset. Patient mentioned having their recharger and controller replaced in the past. Patient stated they cleaned the contact of the recharger and controller which resolved the issue for a while.